Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "false upstream occlusion" was experienced during eval of the device. The root cause for this unit is a wide inscribed pin dimension. The upstream sensor was replaced to correct this condition. See scanned page.

Event description:
During baxter's functionality testing, it was found that a spectrum pump had a "false upstream occlusion" alarm. There was no pt involvement.